Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A getinge representative indicated that the customer does not know which iabp was utilized as they have three cardiosave devices. The customer stated that the same device was used when the catheter was replaced without any further problems. The iabp was therefore not sent for investigation as it was a catheter problem. As they cannot identify the unit, they will not be investigating the iabp. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while the catheter was inserted into patient, the catheter failed to open. Person reporting stated that it was thought that they tried to manually inflate the balloon, but it was unsuccessful. Balloon removed and another one inserted. Eventually the iabp started pumping and was given time to augment. Staff noted that the machine sounded different to what they had previously heard in other cases. Scrub prepared second balloon while doctor removed first one. Scrub followed the same systematic set up of balloon. Once all was connected and in right place the iabp was started. Balloon inflated correctly and iabp no longer sounded different. The iabp never alarmed during either balloon set up. Even when first balloon was pumping incorrectly the iabp did not alarm. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that while the catheter was inserted into patient, the catheter failed to open. Person reporting stated that it was thought that they tried to manually inflate the balloon, but it was unsuccessful. Balloon removed and another one inserted. Eventually the iabp started pumping and was given time to augment. Staff noted that the machine sounded different to what they had previously heard in other cases. Scrub prepared second balloon while doctor removed first one. Scrub followed the same systematic set up of balloon. Once all was connected and in right place the iabp was started. Balloon inflated correctly and iabp no longer sounded different. The iabp never alarmed during either balloon set up. Even when first balloon was pumping incorrectly the iabp did not alarm. There was no harm or injury to patient and no adverse event was reported.